Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose value was 322 mg/dl. Customer reported that they experienced high blood glucose level. Customer was able to clear the alarm. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. Customer reported that the self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.